Event description:
On (B)(6) 2011, the patient reported the down button of her infusion device stopped responding today. Both the up and down buttons functioned properly at the time of the report. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.